Event description:
It was reported that during an unknown procedure the instrument's clips would not close and hold after placing. The clip did not fall into the pt. The site used a similar device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 05/30/2007. Information anticipated, but unavailable at this time.